Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was noted on ventricular channel via merlin transmission. The patient was asymptomatic. Programming changes were recommended.